Event description:
It was reported that the device is not coming up to temperature during pre-use setup. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Powered on the device and water was not coming up to temperature. Visual inspection found that water had leaked on the main print circuit board and damaged multiple internal components. The root cause of the reported issue was found to be water damage. Replaced main print circuit board and installed tempcheck.